Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to direct stent a taxus express2 3.0x16mm drug eluting stent to the right coronary artery (rca), but was unable to cross the lesion. "After 1st attempt to cross-struts on stent damaged." The physician then pre-dilated the lesion with a non bsc balloon and again with a quantum balloon, sizes unknown. At this point they were able to successfully place a taxus express2 3.5x20mm drug eluting stent. No patient injuries or complications occurred. Patient status is satisfactory.